Event description:
It was reported that this right ventricular (rv) lead was implanted at the same time as the routine replacement of the implantable cardioverter defibrillator (ICD). It was observed that the rv threshold had increased from 0.3 v at 0.4 ms to 3.1 v at 0.4 ms and 2.0 v at 1.0 ms. Sensing and impedance remained stable. The physician planned to review in one month and decide on any course of action. No adverse patient effects were reported. Additional information received indicated that the patient underwent a procedure to reposition the rv lead on (B)(6) 2024, due to the high threshold (3.5 v at 1.0 ms). During the procedure it was not possible to achieve capture at maximum output. The physician noted two areas of stenosis in the patient's upper body that made it difficult to position the lead. The patient had a pre-existing capped lead, and it was explored whether this lead could be reconnected and used for therapy. It was also explored whether a new rv pacing lead could be implanted. These options proved unsuccessful, and the physician felt that the patient's scar tissue was preventing capture. After many hours, the rv lead was repositioned one last time and resulted in capture at 3.5 v at 1.0 ms as previously. The procedure was then completed. The physician planned to review the case with colleagues before deciding if additional intervention was warranted. No additional adverse patient effects were reported.